Manufacturer narrative:
Method: visual inspection, complaint history analysis, mfg record review. Result: visual inspection confirms the reported failure complaint history analysis - 40 complaints have been reported for tip breakage. Mfg record review - the device history was reviewed. No anomalies were found linked to the reported complaint. Conclusion: tip breakage was confirmed with product return. It was reported that "tip of draw rod broke during screw insertion". Most probable cause is the instrument not being used properly. Product surveillance will continue to monitor for trends.

Event description:
It was reported that "tip of draw rod broke during screw insertion."